Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was seeing a power on reset (por). The patient was walked through clearing the informational por and the issue resolved. No symptoms were reported.